Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
The customer advised after centrifuging the tubes, the serum separator is practically invisible and does not stop remixing of the serum with the red packed blood cells. The customer reported they experienced the occurrences recently after they converted from a competitors tube. The customer reported they used bd serofuge 2001 series centrifuge for the tubes. The customer advised they could not provide the current centrifuge setting information or unused product samples for evaluation. The customer requested information for confirming the centrifuge settings or adjusting their centrifuge to validated settings.